Manufacturer narrative:
There is no way to know whether this device was manufactured by a &I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: dealer states broke at weld on the right side sitting in the chair. In speaking with the reporter it was learned that the chair has been repaired. There was no injury.